Event description:
The customer obtained a higher than expected, non-reproducible vitros bhcg ii result (6.42 miu/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The same sample was retested on the same and an alternate vitros system, and the repeat results (repeat <2.39, <2.39 miu/ml) were believed to be the accurate results. The higher than expected patient result was reported outside the laboratory, however, a corrected report was sent to the physician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, bhcg ii result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. The most likely assignable cause could not be determined, however the effect of sample processing could not be ruled out as having contributed to the event. The investigation determined that the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no evidence to suggest that the vitros eci or the vitros bhcg ii reagent malfunctioned. There was no allegation of patient harm as a result of this event.